Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing, decreased sensing and pacing impedance measurements less than 200 ohms on the right ventricular(rv) channel. The out of range impedance measurements were identified through device based testing. A revision procedure was performed and the rv lead was removed from service and replaced. No adverse patient effects were reported.